Event description:
It was reported that the device displayed device errors during patient operation (bipap) and stopped running. Device error a008 and a016 occurred. The device has alarmed. No health consequences for the patient were reported. In the event of a recurrence, a deterioration in the state of health of persons with difficult ventilation conditions cannot be ruled out if the ventilation pressure including peep is lost.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device displayed device errors during patient operation (bipap) and stopped running. Device error a008 and a016 occurred. The device has alarmed. No health consequences for the patient were reported. In the event of a recurrence, a deterioration in the state of health of persons with difficult ventilation conditions cannot be ruled out if the ventilation pressure including peep is lost.

Manufacturer narrative:
The logbook of the affected carina with serial no. Srzl-0016, manufactured in october 2008, the information on the event and the service technician on site were available for the investigation. The reported event could be confirmed on the base of the investigation results. According to the logbook entries, the affected device had not been used for approx. 10 weeks and had been switched on the day of the event. Ventilation was started after approx. 1 hour without performing a device check. 7 seconds after starting the ventilation function, the high-priority alarm "pressure sensor error" was triggered, followed immediately by "techalarmblowerdefect". The device behaved as specified and alarmed the deviations of the components accordingly and then stopped the ventilation. In the event of the technical error "pressure sensor error", the device switches to emergency ventilation with 21 vol% fio2. The turbine maintains controlled ventilation at the required ventilation pressure even if the sensors fail. Emergency ventilation is pressure-controlled ventilation with reduced quality and is alarmed with "emergency ventilation !!!". The subsequent alarm from the defective blower led to ventilation being stopped. If there is an unacceptable deviation between the measured blower speed and the target value, the "blower defect" alarm is generated and carina switches to patient safe mode, i.e. Ventilation is stopped and the high priority alarm "device malfunction !!!" Is generated. In this case, the emergency breathing valve allows the patient to breathe spontaneously. It may be necessary to ventilate the patient with an independent ventilation device. The risk assessment in relation to the reported event does not show any new or additional risk in relation to the known risks at the time of product design, during the product improvement process and risks expected within the intended purpose; consequently, this is considered within the device safety concept. The customer does not currently wish to repair the device, which is over 15 years old.